Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. An additional reportable event was found during evaluation, where damage to the electrical connector was causing charged coupled device (ccd) interference. Based on the results of the investigation, it is likely that the reported event was due to damage and deterioration of parts as a result of wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is traced a component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no additional information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited no image. The issue was found during set up/inspection for use. There were no reports of patient involvement.